Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer did not recognize when it was open. A field service engineer replaced the damaged position sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, experienced drawer failure and a broken cubie. The customer indicated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.